Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the pump failed to recognize the cartridge during the load step. The force sensor calibration was found to be out of specifications. The force sensor resistance measurement was found to be out of specifications. The pump was opened and there was evidence of contamination found on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and there was contamination on the force sensor assembly. This report is made based on results of investigation completed on 01/13/2015.